Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the thumb pusher was detached. No single use loading unit (sulu) was received. Functional testing of the instrument and loading unit was conducted by reattaching the firing knob. A test sulu was then loaded into the returned device. The instrument and test sulu were applied to the appropriate test media with acceptable results. It was reported that the thumb pusher disengaged. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This issue may occur if an excessive upwards force is applied to the firing knob during disassembly, or if the knob is not fully rotated to one side prior to firing, causing detachment the manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the open whipple procedure, after clamping the pancreas with the stapler, the knob got broken at the almost final phase of retracting process. A new device was used to resolve the issue and complete the case. There was no patient injury.